Event description:
Converted 3 cannulated screws into a total hip. Per sales rep via e-mail received on (B)(4) 2013: "screws were protruding posteriorly out of the femoral head. Patent also had a very arthritic hip so the surgeon decided to replace with a total hip arthroplasty."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The patient was reported to have disease which could have explained the poor fixation and the back out. Please note that the current IFU and op tech read: contraindication: bone stock compromised by disease, infection or prior implantation that cannot provide adequate support and/or fixation of the devices. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available. If any further information is provided, the investigation report will be updated.

Event description:
Converted 3 cannulated screws into a total hip. Per sales rep via e-mail received on (B)(6) 2013: "screws were protruding posteriorly out of the femoral head. Patent also had a very arthritic hip so the surgeon decided to replace with a total hip arthroplasty."